Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/7/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one opened box with thirty-three packets and three opened samples that pertain to product code: d9833, lot: slmeuz. During the visual inspection of the sample, a mix product was observed with (primary folder packet 6-0 instead 5-0), and due to this mismatch, a characterization was performed. In conclusion, the suture belongs to diameter prolene 5-0¿, with a suture length of 37¿. The needle is laser drill type, in size 14 mils, silver color, sales type rb-2, ½ circle, (taper pont). These characteristics were consistent with the product code d9833. Based on the information currently available, the wrong and/or mixed product was identified during the investigation of the samples received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Before use on the patient, after opening the package, it was found that there was a printing error on the package. Although the product was 5-0, what was printed was 6-0. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(6). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it has been stated that 36 products are implicated in this case. Kindly confirm if all these 36 products belong to a single sales unit. Yes. Please confirm whether all 36 implicated products have a printing error: yes. Could you please confirm if the vendor is authorized by jnj? Yes. Could you please provide photos of the product? The photo has already provided via email by (B)(6). Could you please provide the attachments for the products traceability information from edc and rdc? Unknown how was the product purchased? Same as usual. Is there an indication of how the product was distributed? No. Is there any indication of the source? No. Based on the packaging, is there any indication of which market the original genuine product may have come from? No. Was the device used on a patient? If so, was there any patient consequence? No, it was found before use. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.